Event description:
It was reported that during reprocessing of the fenestrated bipolar forceps instrument, it was noted that the cable of the instrument broke/snapped into two. There was no report of fragments falling into a patient.

Manufacturer narrative:
The instrument has not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined.